Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked case at the reservoir tube window corners, and a missing o-ring on the reservoir tube. A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump casing around the reservoir compartment has broken away and the reservoir would not stay in place. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.